Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was a small nick in the electrical wire at the location of the hose brace assembly which could cause an intermittent electrical short ¿ e5. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly during manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device displayed an e5 error code. It was reported that there was no delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.